Event description:
One pt sample with discrepant calcium results. Initial result 12.6 mg/dl. Same sample repeated four times gave results of 9.9 mg/dl each time. The initial result was not reported. The field service rep was unable to determine the cause of the discrepancy.